Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon specified blunt monopolar curved scissors. When removed, staff noticed a piece of wire. Scissor was replaced with new one. No wire pieces from instrument were left in patient. The procedure was completing with no reported injury.